Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. There are several factors that could contribute to the reported event. It is possible that insufficient suction pressure was used, having inadequate flow and circulation of saline, the roller clamp affixed to the suction line may have not been set to wide open or a secondary source of outflow was not used. The instructions for use provided with the device contains warnings and precautionary measures related to proper use of the device.

Event description:
It was reported that during a post-operative visit following a procedure using an ambient super turbovac 50 ifs, a small burn mark was discovered on the patient's left arm. No additional details were provided regarding any treatment administered, however, no further patient complications have been reported.